Event description:
Event description cpi received information that a patient with this implantable cardioverter defibrillator (ICD) and sweet tip bipolar lead received inappropriate shocks. The physician performed an invasive procedure and found an insulation break with bare conductor wire visible. The physician elected to explant the ICD and lead system.